Event description:
It was reported that customer observed depleting battery on insulin pump. There was no reported impact to the customer¿s blood glucose level. Customer declined additional follow up, was currently outside warranty and in process of renewal, and no further corrective actions or outcomes were available.